Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. Additionally, it was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Subsequently, a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with less than 300 units of insulin. There was no reported adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issues.